Manufacturer narrative:
The mlc (multi-leaf collimator) dropped from the linac (linear accelerator) head in the perch position due to an error. Preliminary investigation is still in progress. There were no injuries as a result of this event.

Event description:
The mlc (multi-leaf collimator) dropped off of the system at perch after an error occurred.

Manufacturer narrative:
The investigation determined the event to be a software malfunction. There were no injuries due to this event. The mlc was replaced.